Event description:
The lay user/patient contacted lifescan alleging that the product was prompting an unspecified error message, which was unresolved with troubleshooting, there were no allegations of harm or injury.